Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a moderately calcified bifurcation lesion in the left anterior descending artery (lad) and diagonal branch. After stenting the diagonal branch, the xience alpine stent delivery system was advanced for placement in the lad. Some resistance was met was the previously implanted stent as the proximal end of the stent was sticking out into the lad. This resulted in the xience alpine stent dislodging. A snare device was used to retrieve the dislodged stent successfully. Another stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.